Manufacturer narrative:
P-cap locked in place properly during testing. Unit successfully downloaded using thump software. Unit powered on with open book image. The adapt tool was utilized to search for alarms that may have occurred in the past, near, or on event date that may confirm customer's concern. During download history review, pump error 35 alarm was recorded on 07/24/2024 at 16:42:25.000 hour. Proceeded by cutting unit open and performed a visual inspection of connectors and electronic assemblies. Moisture damage was noted on electronic assemblies and force sensor gold traces. Isolate to electronic stack the following cosmetic damages were also noted: pillowing keypad overlay and scratched case. In conclusion customer concern for critical pump error alarm triggered by pump error 35 was confirmed. Pump error 35 was caused by corroded electronic assembly. Therefore, isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 35, pump got wet. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue to use the device, mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.